Manufacturer narrative:
A ge service representative performed an on site investigation. The cinema hard disk drive and sbc (single board computer) were evaluated and required replacement. The system software and calibration were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.